Event description:
It was reported that the 9400 system had a physicist discrepancy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was re-aligned during the service call. The system was tested and found to be working as intended and put back into service.